Manufacturer narrative:
Product event summary: the full lead was returned, and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The helix of the lead was extrinsically compressed and bent. The analyst noted that the lead was returned damaged with the helix was compressed, and bent inside the sleeve head, and the drive shaft lug stuck behind the retraction stop. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead could not be "fixed;" the lead did not screw into the tissue. A different lead was implanted and no patient complications have been reported as a result of this event.